Event description:
The customer reported elevated troponin (accutni) level-three quality control (qc) and pt's results involving accutni on the access immunoassay systems. This report refers to reagent number three. The customer stated data showed an elevated shift on qc and pt samples. Pt samples showed a shift greater than precision claims for the assay. Qc and pt shift was noticeable at recovery of approximately 7 ng/ml and higher. Pt results were utilized for pt correlation only. There was no pt consequence.

Manufacturer narrative:
Further investigation clearly showed recently fielded lots meet release specifications and key instructions for use (IFU) claims remain unchanged. Although pt recovery was higher in recently fielded lots than those immediately prior, sensitivity and specificity remain unchanged and the product was deemed safe and effective on the basis of the data. Beckman coulter, inc. Will continue to investigate process improvements to reduce lot-to-lot variability. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 to (B)(4) 2010 for additional reportable events. Related mdrs: 2122870-2011-01432 and 2122870-2011-01433.